Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens, model zmb00, the surgeon noticed that there was a capsular tear before the lens was rotated. The surgeon removed the lens and implanted another lens from another manufacturer. A vitrectomy was performed but no incision enlargement. Additionally, it was reported that the capsule tear was due to patient anatomy issue and not the lens. No further information was provided.

Manufacturer narrative:
Device evaluation: visual inspection revealed that the lens was found in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. Manufacturing record review for this production order (po) revealed that there are no associated nonconformity reports or deviations. A review of the dimensional inspection performed at lens generation revealed that all dimensions are within specification. A review of the complaints related to the production order was performed and the results revealed that one other complaint for this order number was received to date. There is no relation between the complaint types of the complaints. Based on historical complaints review, no product quality issue was found. Based on reported information, most probably the event was due to the patient anatomy.   The directions for use (dfu) was reviewed which adequately provides warning/procedural risks for patients in whom neither the posterior capsule nor zonules are intact enough to provide support for the intraocular lens.   Based on the investigation results, reported complaint was not confirmed and no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.